Event description:
A caller reported a low reading issue with the adc device. The caller reported unspecified low sensor readings, and self-treated with porridge and sugary snack. However, the caller reported the customer was then taken to hospital and hospitalized "to adjust blood sugar". The caller reported that the customer's blood sugar was monitored consistently, but no treatment information was reported. It was additionally reported that at this time, the customer was additionally provided treatment for cerebral infarction. While hyperglycemia is associated with an increased risk of stroke, this increased risk occurs over a prolonged period of uncontrolled diabetes. There is no indication that lower readings from a single sensor would have caused or contributed to a potential stroke. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.